Event description:
The reporter stated that the surgeon attempted to implant a cq2015 3 piece collamer lens. The lens trailing haptic tore prior to insertion into the eye. No pt injury. It was unknown what caused the trailing haptic to tear. The injector model that was used was a onyx-p, lot number 1200954. The cartridge model that was used was a onyx cartridge fp, lot number 1199802.